Manufacturer narrative:
The bd vacutainer stretch latex free tourniquet is made specifically for practitioners and the facilities that choose to eliminate latex from their health care products. This product is made with synthetic polyisoprene which will not cause a latex-induced allergic reaction in latex-sensitive patients or employees. This device has a vanilla scent that masks the natural odor of the product. The customer indicated that there were no samples available to return. A complaint history review was performed and this is the first recorded complaint for the identified lot. All batch records associated with the lot were reviewed and the raw materials as well as the processing parameters were within specification. It was also confirmed that there were no changes made to the raw materials, suppliers of raw materials or formulation of the product. The related cytotoxicity, skin sensitization and skin irritation studies do not reveal any evidence that there is a potential for the product to cause an allergic reaction as was reported. Regulatory compliance will continue to monitor this condition.

Event description:
The customer reported that the patient had an instant local reaction followed moments later by hives. The patient was given benadryl an half an hour (1/2 hr) later, he/she was sent home.